Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who rec'd polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started polyethylene oxide + sodium carboxymethylcellulose. At an unk time after starting polyethylene oxide + sodium carboxymethylcellulose, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the event was unresolved. Super poligrip comfort seal strips are manufactured in (B)(6). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).